Event description:
The customer reports that the tubing slipped off the mask during an emergency. The customer reports the suspect product is a (B) (4) oxygen mask, catalog # 1049. The tubing used with the suspect mask is (B) (4) oxygen tubing, catalog # 1115. Both devices were used in the reported incident. It is unclear which device may have a possible defect. No patient injury was reported.

Manufacturer narrative:
The sample for catalog # 1049 - oxygen mask and the sample for catalog # 1115 - oxygen tubing was received for evaluation. The results of the investigation are not available at the time of this report.